Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, permanent cautery hook had a black piece broken and missing. The instrument was not cauterizing. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 2.86mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. Additional observation related to complaint: the instrument was found to have damage of the conductor wire¿s insulation at/near the proximal clevis. There was not material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken (if applicable). The instrument passed the electrical continuity test. Components adjacent to the damaged wire insulation show damage which may indicate potential mishandling/misuse. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.